Event description:
It was reported that during use in a moderately tortuous, heavily calcified, 100% stenosed mid left anterior descending coronary artery, a promus rx stent delivery system (sds) did not cross the lesion. On examination, the stent struts were flared. The physician states that the flared struts were most likely caused by the sds becoming lodged with the unknown guide catheter during removal. No resistance was met and no force was applied on removal of the sds from the anatomy. There were no adverse patient effects or clinically significant delays in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, device analysis indicated that the balloon was loosely folded and there was a kink and a bend in the hypotube. Additional information was received that the balloon was not inflated during the procedure, however, it was inflated after removal of the device from the anatomy so the stent struts could be seen.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported flared stent struts were confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.